Event description:
It was reported that the vns patients' generator had been replaced due to end of service. Pre-operative diagnostic tests revealed that the end of service indicator was set to 'yes'. The explanted generator was returned to manufacturer for analysis. Analysis performed on the generator revealed that two components were out of specification; the q9 transistor and the r35 resistor. Laboratory analysis revealed that these out of specification components could have potentially have been a contributing factor to the end of service event. However, a battery life calculation was performed with available programming history and supported that the generator had likely reached normal of service.